Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert of early eri was observed via remote transmission. Review of the session record revealed the current drain had tripled over the last year and the battery voltage had reached the eri value. The device was explanted and replaced. Patient condition is stable.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. The device was tested on the bench and excessive current consumption was found. The cause of the premature battery depletion was excessive current consumption on the electronics module of the device.